Event description:
Customer reported alaris pump module administration set disconnected from the ICU medical microclave valve attached to a central line during an infusion of an antibiotic. No pt harm reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of set disconnected from microclave valve and leaked could not be confirmed due to product was not returned for failure investigation. The root cause of this failure could not be identified.